Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported breakage. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the surgeon was impacting the cementless tibia base plate, the rp impactor tip split down the middle as well as a piece broke off at the back of the impactor tip. The piece was retrieved from the patient but must have been thrown away. No surgical delay noted.